Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated coil') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal odour ("vaginal odor"), vaginal discharge ("vaginal discharge") and periorbital swelling ("bags underneath eyes"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the device dislocation, vaginal odour, vaginal discharge and periorbital swelling outcome was unknown. The reporter considered device dislocation, periorbital swelling, vaginal discharge and vaginal odour to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device dislocation, periorbital swelling, vaginal discharge and vaginal odor. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.